Event description:
Additional information received reported a manufacturer representative ran tests at 1.5 volts and the patient ¿jumped¿ a little during the test, so the patient may not be comfortable to run the test at a higher voltage. It was added that reprogramming was tried, but it did not seem to help with the patient¿s stimulation issues. It was stated that the patient had not used their stimulation in many years. It was added that the patient stopped using the stimulation because at one point the stimulation became uncomfortable and erratic.

Event description:
Additional information received reported no diagnostics were formed. No malfunctions were seen or cause of issue determined. It was noted there were no interventions taken or planned. The outcome of the event was reported as patient was not using therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 2-3 years after implant, the stimulator stopped working. It was stated "they could not do anything at the time due to scar tissue." The patient was going to have the device checked. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3998, lot# l84977, implanted: (B)(6) 2000. Product type: lead. (B)(4).